Event description:
Device 1 of 4. Reference MFR report: 1627487-2011-10121. Reference MFR report: 1627487-2011-10122. Reference MFR report: 1627487-2011-10123. It was reported the pt felt stimulation was inconsistent and did not adequately meet his needs. Diagnostics and fluoroscopy revealed no anomalies. The entire scs system was removed on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.